Manufacturer narrative:
The lead remains implanted and therefore will not be returned for analysis at this time. If the lead is returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information from the patient's family member that the patient with this pacing system experienced syncope. It was reported that the patient underwent an additional surgical procedure for this pacing system. The device remained implanted for seven years and was recently explanted, replaced and returned for normal battery deletion. The leads remain implanted with the new pacemaker.